Event description:
While baby was being held by the mother, the catheter came apart at the bd heart component. The catheter was partially dangling outside the sterile dressing, while the IV tubing and bd heart component were lying in the linen. The peripherally inserted central catheter (PICC) was removed with the catheter intact, while pressure was applied. The catheter was easily removed from the baby and was not replaced. This line was placed and dressed appropriately. All necessary documentation was completed and daily (q shift) assessments were also documented. No previous problems were noted with the line.====================== health professional's impression======================staff do not know. There was no pulling or tension on the line. The device exhibited no apparent leaks or cracks.====================== manufacturer response for PICC line, first PICC======================we are awaiting instructions so that we can return the device for the manufacturer's investigation and analysis. A message was left in quality assurance and compliance at bd.